Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/05/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: battery compartment cracked between top and cover part. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 ¿ correction: the alert date for the previously submitted medical device report was inadvertently submitted as (B)(6) 2014. The correct alert date is (B)(6) 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. The reporter alleged that the pump was broken. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.